Event description:
It was reported that during a laparoscopic resection procedure, the instrument cut and stapled, but the staples did not form a b-shape. They punctured the tissue and the surgeon overstitched the suture. Procedure was finished with a like product. There was no pt consequence.